Manufacturer narrative:
The evoke scs system was not returned to saluda. A definitive root cause for the increased charging burden and lead migration could not be definitively determined. The evoke scs system surgical guide details proper cls placement to ensure proper charging, including, "ensure that the cls is between 0.5 cm to 2.0 cm (0.2 in and 0.8 in) under the skin so that charging will be possible. Ensure that the cls lays parallel to the skin surface so that charging is not compromised." The evoke scs system surgical guide details potential risks associated with surgery and spinal cord stimulation including, "lead migration or suboptimal placement, which may result in undesirable stimulation changes, and the patient may require surgery (including revision, explant, and replacement) as a result.¿ event date - specific details of the explant procedure has not been provided. 21january, 2026 has been used as an approximate date. Lead information: first lead product description: evoke 12c percutaneous lead kit - 60cm model #: 100049 catalog#: 8 serial/lot #: (B)(6) expiration date: 12/3/2022. Second lead: product description: evoke 12c percutaneous lead kit - 60cm model #: 100049 catalog#: 8 serial/lot #: (B)(6) expiration date: 12/14/2022.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported inadequate pain relief and increased charging burden. The patient consulted another neurosurgeon, and an x-ray was performed which identified migration of both leads. The patient expressed their preference to undergo an elective explant of the evoke scs system. At the time of this report, no additional information on the explant procedure is available to saluda. Saluda representatives are not expected to be consulted further on this event.